Event description:
The customer reported that the system experienced an error and locked up required a system reboot to regain functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.